Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the evaluation of the submitted log files. A direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 29may2024 through 30may2024, per the timestamps. Multiple, transient low flow hazard alarms were captured. These alarms were associated with periods of elevated pulsatility index (pi). No other notable events were recorded. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on (B)(6). Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, valve regurgitation, and hypertension, that may be associated with the use of the hm3 lvas. This section explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.". Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was status post implant and was ambulating about 2-3 times per day, and was having low flow alarms (lfas) with activity/ambulation. The patient had been asymptomatic. Their lfa threshold on their system controller was decreased to 2.0 due to lower flows/speed immediately post-operatively. Once the patient sat down, the alarms subsided, and the flows return to their baseline flows 2.4-3.1. Mean arterial pressure (map) ranges for the patient were 64-90. An echocardiogram was performed on (B)(6) 2024. The patient had mild pulmonary hypertension, and moderately reduced systolic function of the right ventricle. Log file review was requested, and the event log file contained low flow estimates as well as sustained low flow hazard alarms when the calculated pulsatility index (pi) was elevated.